Event description:
The customer reported unexpected positive rheumatoid factor (rf) patient results with the use of specific immage immunochemistry system rheumatoid factor (rf) reagent lot on an immage immunochemistry system. The customer indicated that erroneously false positive results had been generated for eighty percent of their patient rf results. The number of erroneous results was not specified by the customer. Beckman coulter inc. Assessment of customer supplied patient results revealed the generation of two false positive patient results using rf reagent lot m101865. The erroneous results were reported out of the laboratory however there were no reports of death, serious injury or change to patient treatment associated or attributed to this event. No confirmatory rf testing results were provided. Other chemistries were run for one of the samples but was not repeated. There were no reports of any issues with other chemistries or instrument system errors. The samples were serum samples. No sample issues were noted and no additional sample handling/collection information was provided by the customer. Instrument chemistry quality control results were recovering acceptably at the time of the event. Beckman coulter inc. Assessment of customer provided instrument performance data indicated that calibration results were acceptable.

Manufacturer narrative:
Service was not dispatched for this incident as the issue is believed to be reagent related.beckman coulter inc. Corrections are underway to address the issue described in this event.